Event description:
Customer was burned during use with an electrocautery and they received an electrical burn. Customer also noted at this time that on 3 separate occasions in j(B)(6) 2015 where tiny holes were found in the gloves. Holes were detected after each staff member wearing the gloves used electrocautery and received an electrical burn in each instance.

Manufacturer narrative:
(B)(4).

Event description:
Customer was burned during use with an electrocautery and they received an electrical burn. Customer also noted at this time tha on 3 separate occasions in (B)(6) 2015 where tiny holes were found in the gloves. Holes were detected after each staff member wearing the gloves used electrocautery and received an electrical burn in each instance